Manufacturer narrative:
The pump passed self-test, displacement test, active current test and sleep current test. Successfully downloaded history files and traces using thus/thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 41.0 received the low battery alert (104) on 11/08/2025 11:27:00 faster than expected at 0.5 days. Battery cycle 22.0 received the low battery alert (104) on 11/06/2025 00:05:00 faster than expected at 2.11 days. Battery cycle 15.0 received the low battery alert (104) on 10/31/2025 12:39:00 faster than expected at 3.99 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. No pump error 23 noted during test. Unit successfully downloaded to thump. Verified the pump alarmed pump error 23, pump error 49, and pump error 68 after battery removal on 14-nov-2025 in pump downloaded history. These alerts are expected and occur during normal pump operation. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), battery tube threads cracked, cracked keypad overlay, stained keypad overlay, serial number label missing, keypad overlay texture damage, missing display window cover. No power errors noted and passed all required testing. Pump passed all required testing, and no pump error 23, pump error 49, pump error 68 noted during analysis. However, confirmed cracked case at battery co. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated they had received a battery failed alarm, a power loss alarm, and experienced short battery life. The customer also reported that the location of the damage was behind the pump, on the side of the battery compartment. The customer received the pump error 28 (the hardware rtc date and time disagrees with the software maintained date and time (main). The date and time has reached value outside valid range). The customer stated the pump error 63 (hardware low level failures). The customer reported the pump error 49 (history pointers failed. The history pointers are corrupted). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use. Mmt-1886 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.